Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer did not provide a bg value, and the cause was unknown. Customer addressed bg level with juice. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. User made several adjustments to personal profile settings, including lowering total daily basal insulin from 13.45 units to 12.5 units, then increasing total to 13.1 units. Cartridge change sequence was initiated at 3:53 am. The fill tubing step was completed 3 times and the cannula was filled twice, resulting in a total of 31.2 units being primed through the infusion set tubing. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Complaint could not be confirmed. It is possible the user¿s personal profile settings need adjustment. If user did not disconnect the infusion set during the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.